Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: visual analysis of the returned device identified: the weight the device within specification, a curved opening on radius, and red particles on the shell. A microscopic analysis was performed which identified: more than 5 striated openings on radius and anterior, and non-penetrating nick striated on anterior. Based on the device analysis the final assessment is: - more than 5 striated openings on radius and anterior assessed as surgical damage consist in the use of some surgical tool. - nick striated on anterior assessed as surgical tool scratch like.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.